Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: downstream occlusion was recorded in history. During analysis, the customer's reported issue could be duplicated, downstream occlusion (dso) failed calibration. The dso will be replaced during repair. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed downstream occlusion testing. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.